Manufacturer narrative:
Additional information was received that the patient was being reimplanted after being explanted due to impaired wound healing. It was noted that the lead was defective and the contact split while being implanted. Sc-2408-74 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection found that the distal end electrode #8 was scratched. This kind of anomaly was consistent with the damages done to a lead when the orientation of the insertion needle's bevel was facing down or the angle of the insertion needle was greater than 45º. An angle of more than 45º increases the risk of lead damage. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.